Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the switch flexible printed circuit unit had corrosion due to water leakage. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: all switches did not work due to corrosion on the switch box and switch flexible printed circuit unit, flexibility adjustment ring had a scratch, grip had a scratch, air/ water cylinder had no color, suction cylinder had no color, right/ left knob had a scratch, scope connector cover unit had discoloration, the image was not displayed due to corrosion on the electrical connector, water tightness was lost due to a pinhole on the jet tube, plastic distal end cover had a dent, adhesive on the bending section cover had a crack, connecting tube had coating peeling, universal cord had a wrinkle, and multiple parts had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an image error and no transmission. The device was returned for evaluation. During the device evaluation, it was found that the air/ water cylinder and tube had foreign objects. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the foreign material adhered in air/water-cylinder and air/water-channel was confirmed; however, the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to pin hole on auxiliary water channel. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.